Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to pair a freestyle libre 3 plus sensor to the ilet pump after previously pairing it to the libre app, resulting in the sensor being in use by another device and unavailable for the pump. No adverse clinical symptoms reported. Outcomes included dosing expected to stop soon due to the absence of a valid sensor data source and no health impact. User support included troubleshooting and user education regarding device pairing behavior and sensor replacement requirements. Investigation of this case revealed that the sensor could not be paired to the pump because the libre 3 plus sensor supports a single active pairing, consistent with normal device behavior and not indicative of a device malfunction. It was concluded, based on previously established findings for similar reports, that user setup sequence and system use contributed to the event.